Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported on mw5110857 that a female patient underwent a breast surgery with 250cc mentor smooth round high profile saline implants. Post-operatively, the patient experienced numbness, immediate chronic fatigue, diverticulitis, visual disturbances, sensitivity to light, periods of blindness, multiple sclerosis, whole body inflammation, chest pain, dry mouth, dry eyes, rotting flesh smell from body openings, chronic congestion, difficulty standing, elevated liver enzymes, elevated b12 levels, abdominal distension, weight loss, weight gain, joint pain, constipation, dehydration, chronic diarrhea, fatigue, brain fog, memory loss, muscle pain, weakness, lung pain, dry hair, skin rash, skin itching, scalp sores, insomnia, adrenal fatigue, slow healing, vertigo, ocular migraines, sore throat, difficulty swallowing, dry cough, choking, reflux, gastroesophageal reflux disease, gastritis, irritable bowel syndrome, fevers, night sweats, heat intolerance, persistent bacterial and viral infections, gum abscesses, yeast infections, candida, sinusitis, irregular heart rate, muscle stiffness, delayed gastric emptying, a lung nodule, blood pressure problems, shortness of breath, pain and burning around implants and underarms, fluid draining from her right ear, raspy voice, mood swings, irritability, swollen feet and ankles, trigeminal neuralgia, elevated cholesterol, and required the use of a wheelchair due to difficulties with mobility. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A discrepancy between the event date and the manufacturing date was observed. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-09714 for the contralateral event.